Event description:
Reportable based on the device analysis completed on 06 may 2024. It was reported that the device was damaged, and another device could not pass. A 6f long guidezilla ii was selected for use. During the procedure, it was noted that the metal connection was not smooth, and the stent could not be passed. The procedure was completed with a different device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the shaft at the most proximal end of the collar was partially detached.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. Visual inspection revealed numerous shaft kinks to the device. Microscope inspection revealed blood in the shaft of the device and the collar was damaged. The shaft at the most proximal end of the collar was partially detached. The sds (stent delivery system) used in the procedure with the guidezilla ii complaint device was not returned for analysis, so a test sds was used for functional testing. The sds was not able to be inserted due to the misshape of the collar. Media inspection depicted a partial shaft detachment from the collar of the device.